Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer uses apidra insulin and the insulin could not be seen exiting the tubing. Reportedly, the customer's blood glucose level was elevated (420 mg/dl). Customer declined troubleshooting from tandem technical support.